Manufacturer narrative:
Investigation in progress. Product in process of return.

Event description:
It was reported that the tm 300 is not stable in both inserter and inserter lost its strength. The surgeon tried to put tm300 into disk space but finally the tm300 created new direction between vertebral body l5 and disk space l5-s1. Further information revealed that the implant could possibly require revision.

Manufacturer narrative:
Upon review no patient injury was reported as a result of the reported event; this report is considered void.

Event description:
No patient injury was reported.

Manufacturer narrative:
Each of the two returned instruments is suffering from damage. The 96-171-10001 straight inserter instrument is locked in the closed position. Whereas the 96-171-20001 angled inserter instrument has its jaw prongs bent outward. Both of these failure modes could cause the instrument to fail to hold the implant. The most likely cause which led to this failure was damage to the instrument which was unnoticed until used in surgery. The issue was previously identified and addressed in an internal corrective action. There was no report of an adverse event due to this issue. A review of the implant's manufacturing record indicates that it was manufactured to specification. Should more information be received which indicates a different root cause, then this complaint shall be updated.